Event description:
The user facility reported that during a therapeutic colonoscopy, upon the initial pass of inserting a biopsy forceps into the endoscope, hard black half-moon shaped material fell into the field of view. The object was successfully removed from the patient's sigmoid colon with the use of the same biopsy forceps, the procedure was completed with the use of the same device. There was no complication and no patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned of olympus for investigation. The investigation revealed that there was approximately a 3mm portion of the distal tip cover missing from the device. The device was noted to fail the distal end cover insulation test. The light guide lens was found chipped and cracked. The damaged distal end cover and light guide lens are likely the result of physical damage to the device. This report is being filed as an MDR in an abundance of caution.